Manufacturer narrative:
The subject device was not returned for evaluation. Customer sent the scope to a third party repair. Tac (technical assistance center) support engineer communication with the customer noted that the customer lightsource and video processor were sent to olympus for evaluation and determined with no issues with the 180 scopes when tested. Tac noted that customer has purchased a brand new digital light source cable and connected it to the loaners and removed the maj-1430 video scope cable from the cv-190, cleaned the scope connectors and powers off cv-190/clv-190 prior to removing or connecting a scope. Customer did state they send their scope out to a third party for repair. Tac however, recommended to customer to send into olympus for repair to resolve the issue. Supplemental report(s) will be submitted should any relevant new information is available and or received. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported with an issue of e315 scope err unsupported scope error message when the device was connected to a loaner cv-190 and clv-190. The issue found during an unknown event. There was no patient harm reported, no user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it is likely the event occurred from one of the following: connection of electrical components became unstable due to adhesion of foreign materials, such as chemical solutions residue, hard water residue, finger grease to electrical contacts of scope connector. Electrical components inside the scope connector were damaged by connecting electrical contacts of the scope connector to video system center while contacts of the scope connector were wet. Since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. The following information is stated in the instructions for use which may have prevented the event: "connection to the light source: caution: before connecting the endoscope connector to the light source, confirm that the endoscope connector, including the electrical contacts, is completely dry and foreign objects such as detergent remnants, hard water residue, finger grease, dust, and lint are not on the electrical contacts. If the endoscope is used with the electrical contacts wet and/or dirty, the endoscope and/or light source may malfunction. Troubleshooting guide: wipe the electrical contacts on the endoscope connector using clean lint-free cloths moistened with 70% ethyl or 70% isopropyl alcohol and completely dry them (refer to section 3.3, ¿inspection of the endoscope¿). After drying them, connect the endoscope to the light source and confirm that a proper image is displayed when twisting the endoscope connector left and right." Olympus will continue to monitor field performance for this device.